Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedances out of range and loss of capture. The rv lead was taken out of header and re-tested. Out of range impedance and no capture was observed. A new rv lead was successfully replaced and showed normal function once placed in the header. No additional adverse patient effects were reported.